Event description:
It was reported that during a gastric bypass procedure, with particular applier he got out only 3 clips and after that the applier got stuck and nothing came out. Another like device was used to complete the procedure. There was a delay of ten minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the er320 device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was functionally tested; during the analysis, the device was cycled and the clips could not advance into the jaws as a clip was noted to be jammed inside the shrouds. In order to evaluate the condition of the internal components, the device was disassembled and the clip jammed was observed to be damaged; however, no anomalies were noted with the other components of the instrument. The damage at the clip is likely caused during the manufacturing process of the device.